Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and anomalous capacitors were found. The root cause of the extended charge time was anomalous capacitors.

Event description:
It was reported that prior to implant, a message stating charge time limit reached was observed. Device was not implanted.